Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of baclofen for intractable spasticity related to spinal cord injury/spinal cord disease. On refill, the health care professional noted the amount removed differd from the amount expected on programming. The health care professional explaned the pump and returned it to the MFR for analysis. The pt underwent implantation of another synchromed pump in 1999.